Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6)2021. It was reported that there were no outside factors contributing to the infection. The hcp confirmed that the patient was infection free and doing well.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l78720 serial# implanted: (B)(6)2000 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the hcp decided to remove the implanted pump due to mrsa infection. The hcp also replaced the pump connector segment piece because it was in the infected pump pocket and they were connecting a new pump to the new pump segment in a new pump pocket on the opposite side of the abdomen. There were no device issue and the catheter was aspirated successfully. The rep didn't know if the explanted pump was sent back to the manufacture.

Manufacturer narrative:
Concomitant medcial product: product ID: 8703w, lot#: l78720, implanted: (B)(6) 2000, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l78720, implanted: (B)(6) 2000, partially explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 281.3 mcg/day and dilaudid with concentration 1 mg/ml at a dose rate of 0.141 mg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had developed an infection in the pump pocket after pump replacement in (B)(6). The date (B)(6) 2020 is considered an approximate date of event (specific year known only).  They put in a new pump on the other side of the patient's abdomen today (B)(6) 2020. The pump segment of the catheter was replaced when they moved the pump, and the old catheter piece was discarded. The length of catheter left in the patient was unknown. A new model 8596sc was used to connect to the existing catheter. Considerations around the unknown catheter length and estimating new catheter length was discussed at the time of the report.